Manufacturer narrative:
The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. During evaluation the device was found to have a keypad malfunction with keys not working. The cause was identified to be a failed keypad which was replaced to correct the condition. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the keys on the keypad were found to malfunction. No additional information is available.